Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer had frequent or intermittent response by button press. The customer stated the insulin pump was not dropped or exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 110 mg/dl. No additional information provided.